Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon burst. The patient visited the emergency room to have the device replaced.

Manufacturer narrative:
Per email received from the FDA on 17apr2019, a correction for field g7 was requested to capture the correct type of MDR report follow-up # that was submitted on 01-sept-2018.

Event description:
It was reported that the balloon burst. The patient visited the emergency room to have the device replaced.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a balloon sac burst opposite the lumen. Sample was evaluated under microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst. The patient visited the emergency room to have the device replaced.